Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the catheter taper being too narrow is unconfirmed after measurements of the catheter wall thickness were verified. One 4 fr s/l powerpicc with its inlaid stylet and t-lock extension set was returned for evaluation. An initial visual observation revealed some use residues throughout the returned catheter. A microscopic observation revealed nothing remarkable throughout the returned catheter. The catheter was cut just distal of the molded suture wings to measure the wall thickness of the catheter. Measurement of the catheter wall thickness revealed the catheter was within specifications of its part drawing. Because the catheter was measured and determined to be within its part drawing specifications, the complaint of incorrect catheter taper thickness is unconfirmed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer the catheter was inserted normally. It was not thicker in the outer site and could not be left to patient. They have inserted another, which was normally expanded/thicker in the insertion site. Additional information received 4/5/2024: it was reported there was no patient harm or exposure to blood or bodily fluids. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported by the customer the catheter was inserted normally. It was not thicker in the outer site and could not be left to patient. They have inserted another, which was normally expanded/thicker in the insertion site. Additional information received 4/5/2024: it was reported there was no patient harm or exposure to blood or bodily fluids. No other information was provided.